Event description:
The manufacturer received information that a trilogy ev300 ventilator failed preliminary system testing of the active exhalation control module (aecm). The device was not reported to be in use with a patient and no harm, or injury was reported. The trilogy evo 3-way solenoid valve and proportional valve require replacement to address the aecm test failure. The device remains at the customer site and on-site repair of the ventilator was planned for completion 17 sept 2025. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.